Manufacturer narrative:
The field service representative (fsr) went on-site to evaluate the suspect device, but at this time is awaiting service orders to complete the repair. The fsr determined the most likely cause of the reported event is the main printed circuit board assembly. Once a final investigation is completed, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The issue occurred during pre-test. The customer reported there is no patient involvement associated with the event.